Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('severe and persistent back pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "plaintiff did not use any contraception following your essure placement procedure". The patient's medical history included gravida ii, parity 2, infectious and parasitic diseases, unspecified, blurred vision, constipation, fatigue, nausea, vomiting, headache, bruising of leg and anxious mood. Concurrent conditions included endometrial biopsy, heavy periods, cervical dysplasia, cholecystectomy, uterine fibroid, mental disorder, thrombocytopenia and dysuria. In (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced back pain (seriousness criteria medically significant and intervention required), anxiety ("anxiety"), abdominal pain upper ("severe and persistent stomach pain"), headache ("headaches") and depression ("depression") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced allergy to metals ("hypersensitivity reaction to nickel"), nervousness ("nervous"), tension ("lot of tension") and pain ("lot of tension pain"). The patient was treated with clonazepam (klonopin), sulfamethoxazole;trimethoprim (mortin) and surgery (robotic assisted total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the back pain, abdominal pain upper and depression had not resolved and the allergy to metals, anxiety, headache, weight increased, nervousness, tension and pain outcome was unknown. The reporter considered abdominal pain upper, allergy to metals, anxiety, back pain, depression, headache, nervousness, pain, tension and weight increased to be related to essure. The reporter commented: she is planning for device removal. Current weight: 132. Date(s) of insertion: (B)(6) 2008 (discrepancy) given in the ppf. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Computerised tomogram pelvis - on (B)(6) 2017: there are some metallic structures noted in the region of the right fallopian tube which is probably a birth control device. The uterus appears relatively mildly enlarged and heterogeneous suggesting small fibroids.. Pathology test - on (B)(6) 2018: reports did have extra bleeding last month, but reports never had abnormal menses otherwise. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('severe and persistent back pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "plaintiff did not use any contraception following your essure placement procedure". The patient's medical history included gravida ii, parity 2, infectious and parasitic diseases, unspecified, blurred vision, constipation, fatigue, nausea, vomiting, headache, bruising of leg and anxious mood. Concurrent conditions included endometrial biopsy, heavy periods, cervical dysplasia, cholecystectomy, uterine fibroid, mental disorder, thrombocytopenia and dysuria. In (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced back pain (seriousness criteria medically significant and intervention required), anxiety ("anxiety"), abdominal pain upper ("severe and persistent stomach pain"), headache ("headaches") and depression ("depression") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced allergy to metals ("hypersensitivity reaction to nickel"), nervousness ("nervous"), tension ("lot of tension") and pain ("lot of tension pain"). The patient was treated with clonazepam (klonopin), sulfamethoxazole;trimethoprim (mortin) and surgery (robotic assisted total laproscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the back pain, abdominal pain upper and depression had not resolved and the allergy to metals, anxiety, headache, weight increased, nervousness, tension and pain outcome was unknown. The reporter considered abdominal pain upper, allergy to metals, anxiety, back pain, depression, headache, nervousness, pain, tension and weight increased to be related to essure. The reporter commented: she is planning for device removal. Current weight: (B)(6). Date(s) of insertion: (B)(6) 2008 (discrepancy) given in the ppf. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Computerised tomogram pelvis on (B)(6) 2017: there are some metallic structures noted in the region of the right fallopian tube which is probably a birth control device. The uterus appears relatively mildly enlarged and heterogeneous suggesting small fibroids. Pathology test on (B)(6) 2018: reports did have extra bleeding last month, but reports never had abnormal menses otherwise. Most recent follow-up information incorporated above includes: on 6-mar-2020: medical record received: case category updated to serious incident. Essure removal details added. Event of confirmation test was not done deleted. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.